Event description:
It was reported that during a colorectal procedure, the device would not fire it locked out. Another device was used to complete the procedure. There was no adverse consequence to the patient reported. The device was discarded. (B)(6).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.